Event description:
During service, a baxter engineer found failure code 570 in the pump's event history. It is unknown when this failure code occurred. It is not known if there was any patient injury or medical intervention necessary.